Event description:
It was reported, the patient had an EKG and received a shocking sensation from his system. The patient was later reprogrammed and reported he no longer felt any uncomfortable stimulation.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.